Event description:
It was reported to bsc/target that during the procedure thr gdc 10-3d 3d-shape synerg detection circuit detached prematurely. When the physician tried to retrieve the gdc 10-3d 3d-shape synerg detection circuit, it then entered the parent artery causing major stroke. The pt was rushed to surgery and the gdc 10-3d 3d-shape synerg detection circuit was removed. The pt had a major and could not talk or respond to verbal commands. At this point it is unknown if the device is available for evaluation. Add'l procedural info has been requested through a company rep, and has not yet been received.